Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. Upon evaluation of the returned unit, the left and right pawls were worn and needed replaced. The unit was also received without the pedi rocker arm or suitcase. Complaint confirmed via inspection of the unit. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a2114 mayfield infinity xr2 skull clamp has a broken spring knob. There was no known patient injury or delay in surgery.